Manufacturer narrative:
Updated fields-b4,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. No patient harm or injury was reported.